Event description:
It was reported the pt stopped maintaining the ipg as recommended. As a result, the pt has lost stimulation and the charger/programmer can no longer communicate with the ipg. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.